Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) failed to engage with the vessel wall as expected during withdrawal of the device and unknown sheath, and instead slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The indicator wire showed no visual damage, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. No resistance or friction was experienced during advancement, and the sheath was not kinked or bent. The indicator window was facing up during retraction, and pulsatile flow was observed from the bleed-back indicator. The indicator window did not change. The device was subsequently removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The device had been stored and prepared in accordance with the instructions for use (IFU). The user was trained to the device. The device and packaging were inspected prior to use with no damage identified. The device was used in an interventional procedure with a non-cordis sheath in a retrograde approach. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of previous closure, hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) failed to engage with the vessel wall as expected during withdrawal of the device and unknown sheath, and instead slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The indicator wire showed no visual damage, and there was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. No resistance or friction was experienced during advancement, and the sheath was not kinked or bent. The indicator window was facing up during retraction, and pulsatile flow was observed from the bleed-back indicator. The indicator window did not change. The device was subsequently removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The device had been stored and prepared in accordance with the instructions for use (IFU). The user was trained to the device. The device and packaging were inspected prior to use with no damage identified. The device was used in an interventional procedure with a non-cordis sheath in a retrograde approach. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of previous closure, hematoma, arteriovenous fistula, or pseudoaneurysm. Visual inspection of the device showed that one non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A 7f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window; then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high microscopic magnification evaluation was executed to evaluate the indicator wire. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed during analysis, as the returned device was received with the indicator wire deployed and no anomalies noted in the loop. The device was successfully deployed with full window transition. The cause of the reported issue could not be determined. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.